Event description:
Physician reported that the thoracentesis device malfunctioned. A valve, contained in a piece that connects the catheter from the patient, the syringe for aspiration and the collection bag. The valve, according to the physician is supposed to prevent fluid that is aspirated to the syringe from re-entering the chest as it is directed to the collection bag. The physician reported that he was aspirating the chest when the aspiration ceased. He thought the device may have had a clot or was against the chest wall. He changed position. He took the device apart to check for or clear a clot. No clot was present. He resumed aspirating and the device worked for awhile and stopped aspirating. No clot was found a second time but the valve that is normally not visible had "migrated" to the end of connecting piece that connects to the catheter in the patient's chest.